Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2015 at 12:30 pm, he received a reading of 200 mg/dl on his adc blood glucose meter. Customer further reported he self-administered an unknown amount of both novolog and lantus insulins in response to the reading. It was further reported he subsequently felt "dizzy" and then lost consciousness. Paramedics were called and upon arrival received a reading of 42 mg/dl, at approximately 1:30 pm, on their unspecified meter. Customer was treated on the scene with glucose (gel) squeezed into his mouth. Customer also noted the paramedics attached "tubing" to his mouth, but he did not know what it was for. Customer was not transported and no additional treatment was rendered. There was no report of death or permanent injury associated with this event.